Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the customer received multiple temperature alarms additionally the customer reported a past temperature alarm, but was unable to provide exact dates. The customer experienced an elevated blood glucose (bg) of 400 mg/dl. The elevated bg was treated via insulin injection. Reportedly the customer stated the temperature conditions were "normal". The customer will use daily injections until they receive the new pump.